Manufacturer narrative:
H10: of the reported four malfunctions, lot number were provided for three malfunctions and the lot history review were performed. The samples were not returned to the manufacturer for inspection/evaluation; however; medical records were received for all four malfunctions. Therefore, for three malfunctions the investigation is confirmed for the reported filter tilt and perforation and for remaining one malfunction the investigation is confirmed for perforation and unconfirmed for filter tilt. Based on the available information, the definitive root cause for this event is unknown. The devices are labeled for single use. H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
A review of the reported information indicated that model md800f vena cava filter allegedly experienced malposition of device and patient-device incompatibility. This information was received from various sources. This malfunction involved all four patients with no consequences. The four patients ranged from 47 to 72 years of age and one patient weight was 156 kgs. All four reported patients were female. All other details of the patients were not provided.

Manufacturer narrative:
Of the four devices, three lot numbers were provided and lot history reviews were performed. All the four devices were not returned to the manufacturer for evaluation; however, medical records were provided for all four malfunctions. For two malfunctions, the investigations are confirmed for filter tilt and perforation of the inferior vena cava. For remaining two malfunctions, the company is still investigating the issue at this time. Based upon the available information, the definitive root cause is unknown. The devices are labeled for single use. (Corporate lot no: unknown).

Event description:
A review of the reported information indicated that model md800f vena cava filter allegedly experienced malposition of device and patient-device incompatibility. This information was received from various sources. This malfunction involved all four patients with no consequences. The four patients ranged from 47 to 72 years of age and one patient weight was (B)(6) kgs. All four reported patients were female. All other details of the patients were not provided.